Event description:
The customer reported multiple false positive results with the binaxnow covid-19 ag self-test for her and her husband performed on multiple dates. This MFR. Report addresses patient one (1) of two (2) using lot 211201 and is report one (1) of eight (8) the customer reported a false positive result for her with the binaxnow covid-19 ag self-test performed on an unknown date confirmation testing was performed (platform: rush covid-19) generated a negative result (CT values not provided) no additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Date provided in this section is an approximation, it was not provided by consumer.the investigation is still in progress. A supplemental report will be provided after completion. H3 other text : device discarded, single-use device

Event description:
The customer reported multiple false positive results with the binaxnow covid-19 ag self-test for her and her husband performed on multiple dates. This MFR. Report addresses patient one (1) of two (2) using lot 211201 and is report one (1) of eight (8) the customer reported a false positive result for her with the binaxnow covid-19 ag self-test performed on an unknown date confirmation testing was performed (platform: rush covid-19) generated a negative result (CT values not provided). No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This report is being submitted to correct the initial report that was submitted for false positives with specific lot 211201. Furthermore, the ticket review identified that no false positives occurred with lot 211201. Hence, there is no allegation of malfunction. D4: removed lot number. H3 other text : device discarded, single use.